Event description:
Philips received a complaint about the v60 ventilator indicating that the device has a display defect. It is unknown if the device was in use at the time of the reported problem. There was no patient or user harm reported. The customer was advised that the user interface (ui) assembly may require replacement. The investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response received from the philips key market representative, it was confirmed that the device issue was first observed while the device was outside of use. There was no patient involvement. D4 - product UDI number is corrected.

Manufacturer narrative:
Philips is unable to confirm the final disposition of the device because the customer allowed the quote to expire. No further work was performed by philips to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.